Event description:
The company was informed that the patient was experiencing facial muscle paresis. The patient was prescribed acyclovir 200 mg three times a day for eight days, prednisolone 20 mg for three weeks, and bricacef 200 mg for seven days. The patient was advised to discontinue device use at this time. The patient continues to be monitored. Advanced bionics is in the process of gathering more information. Once further information is received a supplemental report will be submitted.